Event description:
Knee instability was reported following a traumatic incident. Revision surgery is planned.

Manufacturer narrative:
Tibial loosening was reported for patient with a total knee implant. Revision surgery occurred to exchange the tibial implants. Review of the device history record indicates that the device was manufactured to specification.